Event description:
It was reported that the patient underwent a sling procedure. A five days post operative, the pt developed a pulmonary embolism. Treating physicians believe that the embolism is related to a plane ride that the pt took five days prior to the surgery.